Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, premature battery depletion was observed. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was received the with the battery depleted to end-of-life (eol) levels due to normal usage. The device image indicated that autocapture feature was enabled and field data showed the device operated in high output mode. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The device was cut open and the original battery was replaced with new one. Analysis performed, including testing at various pulse amplitudes, did not find any anomalies. The device was implanted for 5.41 years which exceeded the device¿s 4.42 year projected longevity and is considered normal battery depletion. The customer complaint of premature battery depletion was not confirmed.